Manufacturer narrative:
(B)(4).

Event description:
It was reported via social media that a detached sensor wire occurred. The sensor was inserted into the arm, which is off-label usage of the device. On approximately (B)(6) 2021, the patient experienced a ¿retained g5 sensor wire that required surgery¿. No further information and no patient information was available. It was unknown how the sensor wire was removed. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.